Event description:
It was reported that during a balloon kyphoplasty procedure at l3 and l4, cement extravasation took place during the right sided l4 fill between c-arm shots. Filling ceased on the right side and was initiated on left side once extravasation was observed. Upon conclusion of the left side fill of the l4 vertebral body, the observed cement extravasation was no longer in sight. After sliding the c-arm up to the patient's chest and taking several shots, they concluded there was enough evidence to merit a CT scan. It was later reported that a pulmonary emboli of the lungs occurred but the patient was asymptomatic. At the 2 week post-op follow up appointment, the cement embolus could still be seen at the same location in the lungs and the patient reportedly remains asymptomatic. No intervention was required but close follow up will be maintained by the physician for this patient to monitor the embolus. According to the report, the consistency of the cement seemed "a little looser" prior to being used in the patient. During the procedure, the surgeon began injecting pmma between 4-6 min after mixing. It was also noted that the operating room was significantly colder than usual so the cement may have needed more time to reach the proper consistency before injecting. The surgeon does not have any concerns regarding the product malfunction at this time. No other patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.